Event description:
The thermogard console (s/n (B)(4) was utilized in ivtm therapy to maintain normothermia for a patient with traumatic brain injury (tbi). About 48 hours after the initiation of the treatment, the thermogard system generated an "air trap" alarm. The pump rotor stopped, and the console went into standby mode. Saline was observed on the floor, and the thermogard console was flooded with saline. Upon inspection, it was observed that saline was leaking from the air trap of the start-up kit (suk). The customer was unable to clear the alarm, discontinued the treatment, and discarded the suk. No patient injury was reported, and the patient's current condition is stable.

Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4) involved in the reported complaint was not returned to zoll for technical investigation, and it was not evaluated by a zoll service engineer at the customer site. The customer contacted zoll, and the zoll regional manager guided the customer to clean and dry the console's air trap chamber. Subsequently, the thermogard console passed extensive functional tests and was placed back for future clinical use.